Event description:
Information received from the field notes that the patient began to feel pocket stimulation and went to the clinic for a pacemaker check. The device interrogated in back-up mode. When the device was downloaded, it reverted to rrt. The device was therefore replaced. The patient was not pace- maker dependent.